Event description:
The report stated, "100cc 0.9ns with 100mg cardizem started IV on abbott pump set at 10 cc/hr. Solution bag noted empty 2 hours and 15 minutes later." The customer was contacted for add'l info. The pump was programmed to deliver at a rate of 10 ml/hr with a dose limit of 100ml. It was reported that approx two hours later the container was empty and the dose was complete. Though requested, the customer declined to provide any add'l info.